Manufacturer narrative:
(B)(4). Only event year known: 2018. Additional information was requested, but unavailable: when "the clips were not secure in place", what was the clip formation (unformed, malformed, clip gap, scissored, etc.)?

Event description:
It was reported that during an unknown procedure, when the doctor was applying clips, the clips were not secure in place. A second like device of the same lot number was used to complete the procedure. There were no patient consequences reported.